Event description:
It was reported that following a coronary angiogram, an angio-seal was selected for use. The pt returned to her room complaining of leg ache and later a cold leg. The interventional radiologist was asked to do an angio of her leg and repair a visible occlusion. The physician stated that the angio-seal was deployed in a small diseased vessel and occlusion occurred. The physician tried to open it but was unsuccessful and the pt went to surgery. The surgery was successful. However, the pt experienced bleeding. The physician attempted to stop the bleeding; unfortunately, the pt died. (B) (6). The pt had peripheral vascular disease (pvd).

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. As the product was not returned, we were not able to identify a definitive root cause, but after review of our device history record, which shows full compliance with specifications, we do not believe there is any evidence of a device malfunction or any deficiency with the instructions for use requiring corrective action. We will continue to closely monitor the performance of this product for any significant trends. The angio-seal device instructions for use (IFU) cautions the use of the angio-seal device in pts with clinically significant peripheral vascular disease. The IFU caution that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent. The angio-seal device instructions for use (IFU) precautions the use of the angio-seal in pediatric pts or others with small femoral artery size (<4mm in diameter). Small femoral artery size may prevent the angio-seal anchor from deploying properly in these pts.